Event description:
This lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2013 due to repair/upgrade status. During the attempted generator change out, the ra lead was extracted with complication. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).